Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The device was returned with the stent sheathed on the device. One of the stent wires was extruding from the outer sheath. The investigator was unable to deploy the stent. A visual and tactile examination identified no issues with the shaft or the tip of the device.

Event description:
It was reported that the stent was not smooth. The 30% stenosed target lesion was located in the moderately tortuous venae lower limb vessel. A 14x90/9fr 75cm wallstent endoprosthesis self-expanding stent advanced for treatment. However, the stent was difficult to push. Upon removal, it was observed that the surface of the stent was not smooth. The procedure was completed with another of the same device. No complications were reported, and the patient was stable.

Event description:
It was reported that the stent was not smooth. The 30% stenosed target lesion was located in the moderately tortuous venae lower limb vessel. A 14x90/9fr 75cm wallstent endoprosthesis self-expanding stent advanced for treatment. However, the stent was difficult to push. Upon removal, it was observed that the surface of the stent was not smooth. The procedure was completed with another of the same device. No complications were reported, and the patient was stable.